Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. The device delivered anti-tachycardia pacing (atp) which accelerated the rhythm. The device delivered an electric shock, and the patient was still in vt after the shock. No further therapy was delivered due to the rhythm being detected in the vt 1 zone where only atp is programmed. The patient was hospitalized for further monitoring and possible reprogramming of the device. No additional adverse patient effects were reported. This device remains in service.